Event description:
It was reported that an altitude alarm occurred. Customer declined follow up from tandem technical support. There was no reported adverse impact. Customer reverted to manual insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.